Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw broke off. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tip of the silicone boot of the cold jaw detached and was not returned. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the rec'd condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).